Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. The pump had reached eos due to time progression. A 2-tone alarm was heard. The pump was programmed to off state.

Event description:
The pt was admitted to the hospital due to the pump reaching eos (end of service). The pt was believed to be in withdrawal due to the pump having stopped. Per the pump logs from (B)(6) 2011, it was noted that eri (elective replacement indicator) occurred (B)(6) 2011 and stated "schedule to replace the pump by (B)(6) 2011." Eos occurred on (B)(6) 2011. On (B)(6) 2011, the stopped pump period may exceed tube set message occurred. The logs also noted a "terminal event has occurred in the pump." The pt did have a scheduled appointment to see the hcp in consultation for a pump replacement, but did not realize the appointment was scheduled to occur after the pump's "hard stop" date. It was believed the date listed as the stop date was the date which started the "90 days until stop" interval. Therefore, the pump stopped and the pt experienced withdrawal. The pt's mother never heard the pump alarm. Per the reporter, an audible pump alarm was clearly sounding when the pump was explanted on (B)(6) 2011, and the logs showed the pump had been alarming. The alarms were then silenced/stopped. Since the pump was replaced, the pt has returned to doing well.